Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Upon further inspection, fse found that the bad drive in the ippc, or mother board, flashlight network connection. Fse replaced the ippc and hard drives. After the replacement of ippc and hard drives that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code were corrected.

Event description:
It has been reported that exposure was not possible. There was no x-ray and patient was moved to another room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.